Event description:
It was reported that during operation the image disappears. This could make the sys unusable due to the inability to view the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
Not reportable. Lock or brake failure would not pose a threat to pt safety.